Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that the reported phenomenon was attributed to the following. The temperature inside the subject device might be increase due to the insufficient ventilation by the failure of the fan, then the temperature switch might be activated and the abnormal temperature might occur. The failure of the fan might be caused by the aging wear due to the repeatedly long-term use because more than six years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the fan of the subject device did not work and the abnormal temperature occurred. Sorc checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event.